Manufacturer narrative:
Failure analysis revealed that the insulin pump was rec'd with a blank display as a result of a corroded electronic and motor assembly. Furthermore, the device also was rec'd with a cracked reservoir tube.

Event description:
The customer reported that the insulin pump had a blank display after being in the sun all day. Troubleshooting was performed. The customer stated that she went into the water, and condensation under the display was observed. The device also had cracks in the reservoir compartment. No further info was provided.